Manufacturer narrative:
This information is unknown. Date of event is an unknown date, 2002 or later. This report is for an unknown tibial nail/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Date of implantation is unknown date in 2002. Date of explantation is unknown date at least ten (10) months after implantation. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. [(B)(4) (B)(4) chu.pdf].

Event description:
This report is being filed after the review of the following journal article. Schroeder j.e. Et al (2010) thermal tibial osteonecrosis: a diagnostic challenge and review of the literature. Injury, international journal of the care of the injured. Volume 41. Pages 235-238. (Israel). This report was made to present an isolated case of thermal osteonecrosis of the tibia. In 2002, a (B)(6)-year-old female underwent a reaming procedure using unknown standard synthes reamers and was implanted with an unknown synthes slotted universal tibial nail which was statically locked. The following complications were noted: 10 months later, the patient started to complain of intense leg pain around the fracture site. The intramedullary nail (imn) was removed with the assumption that the leg pain might be associated with implant-bone stiffness mismatch. After removal, the symptoms had worsened with pain now located in her left leg, mainly in the proximal third of the shaft and difficulty in walking was experienced. The patient was treated with a variety of analgesics, including nsaids without success. The patient was re-reamed using an unknown synthes solid reamer to establish continuity of the canal and was treated with intravenous cefazolin (1g q 8h) until sterile culture results were obtained. Six months post-operatively the patient is pain free, walks without difficulty, and has resumed normal function. This report is for an unknown synthes tibial nail. This report is 1 of 1 for (B)(4).